Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency department with report of syncope. Evaluation showed undersensing on the patient's right ventricular (rv) lead and oversensing on the patient's right atrial (ra) lead. Follow-up was attempted to determine if any programming changes were made but follow-up was not successful. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.